Manufacturer narrative:
Complaint was confirmed as a user-related issue as the instructions for use state to not aspirate the catheter when deflating the balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon on the silicone foley catheter is cuffing when deflating. It was stated that the staff would aspirate the foley during the deflation process. It was stated that this has happened more than once, but they are unsure of the number of times. On occasion, the md would be called to remove the catheter from the patient. Patient experienced pain during removal of the catheter. The sales representative has recently provided additional training and information on how to properly deflate the catheters. They do not think they will continue to have this issue. The event has occurred twice; the md was called to remove the second catheter from the patient and the patient only experienced pain during removal.

Manufacturer narrative:
Received 1 used segment of a silicone foley catheter only. Visual inspection noted that the catheter was sectioned and only the distal end of the catheter was returned. Further inspection noted that there appeared to be a cuff roll around the balloon. A functional evaluation could not be performed due to the condition of the returned sample. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed with an unknown root cause. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.